Event description:
An infusion pump silently shutdown. A follow up with the biomed revealed the shutdown occurred during pt use. The biomed stated that one of the batteries was bad and there was no low battery alarm. The biomed reported there was no pt injury or medical intervention associated with the event. No additional contact info was provided.